Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator had a safety valve open and an exhalation valve malfunction. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and verified the reported issue of an open valve and unit inoperative while on a patient. The se also found a compressor alert. The se updated the software to the current revision. The se performed calibrations and extended self-testing on the device and all tests passed.